Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication profile and reminders showed a row board failure on 2.1. Additionally, a broken spring was found in slot a6, causing the pocket to not latch. A field service engineer reseated the pyxibus and ribbon cable connection, replaced the cubie tray for row a, performed a random inventory, and inserted a new pocket into slot a6 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the 2.1 auxiliary malfunctioned and displayed a "failed" error pop-up on the screen. The customer reported that the caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.